Event description:
It was reported that the device had loose parts. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of loose screw was confirmed. ¿ on (B)(6)2025, syr device was received unboxed and with paperwork. ¿ external investigation confirmed the stated problem when a shake test was performed. ¿ internal investigation revealed a loose screw that belonged to the internal frame. ¿ device to be returned to san diego repair center for processing. ¿ noted issue(s) were corrected in bd (B)(6) operation¿s lab. No repair required by bd (B)(6) repair center. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.